Event description:
The customer father stated that the customer was hospitalized for high blood glucose levels and ketones. The reported blood glucose reading at the time of the call was 290 mg/dl. The father stated that the insulin pump was alarming no delivery prior to and during the hospitalization. Troubleshooting was performed, and the insulin pump had the wrong date programmed. No alarms were found in the alarm history. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.